Event description:
The user facility returned a skull clamp for evaluation stating there was a pt injury.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.